Event description:
It was reported that the patient used high voltages and did not change his neurostimulator. Several physician mode recharges were performed, but the patient saw a 'call your doctor' icon and was told that the device was dead and he needed another replacement done due to overdischarge. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3888-33, lot # v746983, implanted:(B)(6) 2011, explanted: unk; lead model 3888-56, lot # v632678, implanted: (B)(6) 2011, explanted: unk; lead model 3888-56, lot # v646675, implanted: (B)(6) 2011, explanted: unk; extension model 3708240, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; extension model 3708220, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).